Manufacturer narrative:
On 4-oct-2021, the suspected medical device was returned for evaluation. On 13-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned device revealed that the breast implant was ruptured in two pieces. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 700cc mentor memorygel breast implant and experienced right-sided grade iii capsular contracture and rupture postoperatively. The patient¿s right breast had gotten firmer, higher, and painful for three months, and the patient had a consultation with a healthcare professional on (B)(6) 2021. During the consultation, the diagnosis of the capsular contracture was confirmed. As a result, the patient underwent removal and replacement with two 775cc mentor memorygel breast implant prostheses (catalog #: smhx775, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2021. Upon explantation, the right implant was observed to be ruptured. The event date was estimated as (B)(6) 2021 based on available information.